Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient¿s mother reported a bruise at the sensor insertion site. A sensor was inserted into the abdomen on (B)(6) 2019; however, the patient complained of pain. The sensor was removed; a bruise was noted at the sensor insertions site. The patient developed a scar at the insertion site. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.